Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that the device could not be powered up, due to main knob has been broken off. Complainant did not indicate that there was any pt involvement in the reported malfunction.